Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) a lot history record review was completed for lots 25157508, 25157741, and 25157836 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun -2019 through may -2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2,customer mentioned that the jaws, broke on the hemopro 2. Nothing fall into the patient. No patient effects.